Event description:
It was reported the patient presented for implant procedure. During surgery, the leadless pacemaker (lp) exhibited an unstable capture threshold resulting in loss of capture. The physician attempted to retrieve the lp but it dislodged. The retrieval was completed and implant abandoned. The patient was in stable condition.